Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire entrapment occurred. A non bsc support catheter was placed in the target lesion and a non bsc guide wire was advanced. Then the non bsc guide wire was removed and the 035/260 magic torque guide wire was advanced to the lesion, however the guide wire and the guide catheter became stuck together and the guide wire could not be advanced. Both the magic torque guide wire and the support catheter were removed together and the procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.